Event description:
Product analysis was performed on a programming wand and a failure to program issue was confirmed. The serial data cable, which produced communication errors, had open and intermittent conductors. A mechanical anomaly was confirmed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.